Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure of unknown type, a physician stated that the device was not firing. Follow-up was attempted but additional information could not be obtained. The device remains in use. No patient complications have been reported as a result of this event.